Manufacturer narrative:
Consumer received cuts from dropped charging glass. The model and serial numbers of the charging glass were not provided. Additional contact information not provided. Complaint received from (B)(6). Device manufacturing date not available due to the charging glass not being returned.

Event description:
Consumer called stating that they knocked over their diamondclean glass charging cup and cut their legs requiring sutures.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.